Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up at this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet

Event description:
The customer reported error 90 on the sipap ventilator. The customer reported that there was no patient involvement that was associated with the reported event.